Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10836. It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery (rca). A 3.00 x 16 synergy ii drug-eluting stent was advanced but unable to cross the lesion. A non-bsc guide extension catheter was used however, resistance was encountered when re-advancing the synergy stent. It was noted that the stent got caught at the collar of the guide extension catheter. Both devices were removed as a unit and the stent was noted to be crushed back to the proximal part of the balloon. A guidezilla guide extension catheter was then used and a stent was successfully implanted. A 3.5x16mm synergy ii drug-eluting stent was then advanced into a second lesion which encountered some resistance and unable to cross. Upon removal of the stent, it was noted that the stent strut was lifted which was believed to be caught in the edge of the guidezilla. Angiography was performed utilizing oblique views and it was determined to leave the vessel un-stented. The procedure was then completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length with struts distorted, lifted, bunched and overlapping. The stent moved proximally on the balloon over the proximal markerband, exposing the balloon wall on the distal side for approximately 9mm. Based on the complaint report and the analysis performed, the damage most likely occurred when the stent got caught on the edge of the guideliner. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10836. It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified right coronary artery (rca). A 3.00 x 16 synergy ii drug-eluting stent was advanced but unable to cross the lesion. A non-bsc guide extension catheter was used however, resistance was encountered when re-advancing the synergy stent. It was noted that the stent got caught at the collar of the guide extension catheter. Both devices were removed as a unit and the stent was noted to be crushed back to the proximal part of the balloon. A guidezilla guide extension catheter was then used and a stent was successfully implanted. A 3.5x16mm synergy ii drug-eluting stent was then advanced into a second lesion which encountered some resistance and unable to cross. Upon removal of the stent, it was noted that the stent strut was lifted which was believed to be caught in the edge of the guidezilla. Angiography was performed utilizing oblique views and it was determined to leave the vessel un-stented. The procedure was then completed. No patient complications were reported and the patient's status was fine.